Manufacturer narrative:
A photo of a bd phaseal luer lock connector package model 515202 lot:1903105-c45 was provided by the customer. The customer complaint of tubing leaked saline could not be confirmed due to the product not being returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing leaked saline onto the floor after the nurse disconnected the closed system transfer device during an unspecified chemotherapy infusion. The customer states there was no injury or medical intervention

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing leaked saline onto the floor after the nurse disconnected the closed system transfer device during an unspecified chemotherapy infusion. The customer states there was no injury or medical intervention.